Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2013-03485, 1627487-2013-03486 and 1627487-2013-03487. The patient has 2 scs systems. The system related to this complaint is being reported. The patient received 2 scs leads with different lot numbers. It was reported, the patient is experiencing changes in system stimulation. A sjm representative was unable to resolve the issue with reprogramming. The patient wishes to consult with the physician regarding surgical intervention. It was also reported, the patient is experiencing warming while charging his scs system in addition to communication difficulty between his patient programmer and scs ipg. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.